Event description:
On (B)(6) 2014, the patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial (super study). It was reported to boston scientific corporation that on (B)(6) 2014 the patient sought medical attention for complications consisting of a vaginal hematoma along the anterior vaginal wall with intact incision and ecchymotic area along the right labia. These events were assessed as "mild" in severity, and relation to the device/procedure was assessed as "definite". These complications resolved on (B)(6) 2014.

Manufacturer narrative:
Pt age: the patient's age is unknown; however the patient was over 21 years of age. This event was also reported to the FDA in a ps130044 uphold lite 522 postmarket study status report. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.